Event description:
It was reported to philips that the video laryngoscope attachment causes device to shut down. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.